Manufacturer narrative:
The hill-rom technician found the head down valve was stuck; he cleaned the valve to resolve the issue.

Event description:
Information received indicated the head section drifts down.